Event description:
It was reported that a vns patient underwent generator replacement surgery on (B)(6) 2015. The reason for replacement was indicated as "battery not functioning". It was reported that the generator was implanted for only 3 years instead of 6-7 years expected. The explanted generator were returned to the manufacturer on 12/07/2015. Analysis is underway but it has not been completed to date. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution. No patient adverse events were reported. No additional relevant information has been received to date.

Event description:
Analysis of the returned generator was completed. The unit was confirmed end of service as result of normal battery depletion. The depletion was an expected event as determined by the battery life calculation and battery voltage measurement. The reported allegations was not duplicated in the product analysis laboratory. The module performed according to functional specifications . There were no performance or any other type of adverse conditions found with the pulse generator.